Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery. This 15mm x 2.50mm nc quantum apex was selected for pre-dilatation. Upon the first inflation the balloon ruptured at 10atm. It was noted that the balloon ruptured due to the calcified lesion. The device was removed from the patient. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).